Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Regarding the suggested phenomenon, it was confirmed that black foreign matter had adhered to the brush that was sent. Also, when the brush of another company was inserted from the suction cylinder toward the tip of the scope, it was confirmed that black foreign matter adhered to the brush of the other company. Regarding the insertability of other companies' brushes, it was also confirmed that it was difficult to insert due to the strong resistance when inserting. A component analysis was performed on the collected foreign matter, and it was found that the black foreign matter adhering to the brush of another company and the black foreign matter collected by inserting the brush of another company through the forceps channel have the same component. It was also found that the black foreign matter was a mixture of silicon. Since silicon is used in various applications such as watertight packing, silicone adhesives, silicone members, and silicone chemicals, it could not be identified from further analysis. It is recommended that the user facility continue to carry out pre-use inspections and regular inspections. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when the loaned evis lucera elite colonovideoscope was reprocessed before the first use, the facility staff confirmed that black stains came out from the scope when brushed with a non-olympus cleaning brush (abis / pullthru) on the universal cord side of the scope. The issue occurred during reprocessing and was not used on patient.

Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. No problems directly related to the issue for the scope were confirmed, however, foreign matter was on the non-olympus brush. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.